Event description:
Nursing report: scheduled procedure: right nephrectomy, laparoscopic with hand assist. After access was achieved an ethicon endopath ets-45 articulating endoscopic linear cutter (ref# ats 45) was used to seal a vessel. Dr. Noted it "misfired" - staples on the distal end of the cartridge remained after activation. That cartridge of staples was replaced and the second one did not fully empty when activated. The linear cutter was replaced, a new cartridge of staples was loaded and all the staples emptied when activated. A bleeding vessel was suspected and ultimately the abdomen was opened to complete the procedure. Operative note: a 5mm camera was placed, allowing for better visualization of the tips of the endo gia stapler. The endo gia was then placed across the pedicle. Tips were free from tissue, and this was confirmed both visually and by palpitation. The stapler was moved laterally towards the kidney to allow for stump of artery and vein. The stapling device was closed with the first lever. An attempt was made at firing the stapling device, but the second lever would not move. Subsequently, the device was removed from the patient. The vascular stapler load was removed. A new staple load was placed. The scrub technician then fired the stapler on a paper towel and it seemed to function. A new vascular load was then placed and again the endo gia was placed across the pedicle under direct visualization and the tips were palpated and positioning was confirmed. The device was closed and the second lever only compressed a very small amount. It then became stuck and the decision was made to remove the endo gia. The area was inspected. It appeared that a partial line of staples had fired across the pedicle and oozing of blood appeared in the region of the right renal vein anteriorly and it was difficult to ascertain its proximity to the vena cava but appeared to be below the staple line. A second surgeon was called into the or to review the options. Because of the concern that there was a staple line in place and visualization was a bit tough due to the ooze, it was decided to move to an open radical nephrectomy. The surgeon was concerned that the staple line did not fire appropriately which created some extra blood and fluid in the area so the case was converted from lap to open. After surgery the patient had trouble maintaining a decent blood pressure, although the patient had a history of hypertension. The patient was discharged to home after this incident. There were a total of 3 loads fired by the ats45 stapler: first load (vascular stapler load) - did not fire. First lever was able to be depressed, but second lever would not close second load - fired successfully on paper towel. Staples appeared normal. Third load (new vascular load) - misfired upon sealing a vessel; staples on distal end remained after activation; stapler became stuck. Second lever depressed only slightly. Stapler filed partial line of staples.